Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted on the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was undergoing a right shoulder implant and while implanting a peripheral screw, the physician couldn¿t screw clockwise or counterclockwise, and the head of the screw fractured. The rest of the screw was far enough in and it remained implanted on the patient. There is no plan to remove the fractured screw at this time. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Visual examination of the provided photographs identified that the screw has fractured. Only the screw head is pictured. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of complaint history identified additional similar complaints for the reported item, and no additional complaints for the reported part and lot combination. Complaints are monitored through a monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.